Event description:
It was reported, the user noticed bleeding on the catheter and found it was sectioned above the hub. There was no pt death or complications were reported. Follow up info received on (B)(6) 2012, states the catheter was being inserted into the right internal jugular. The catheter was in place for 30 minutes when the leak was discovered. Because of the starting of the scheduled surgery, they clamped the catheter in the right internal jugular vein and it was not used. Noradrenaline was injected through peripheral venous access. There was removed and replaced 8 hours after the scheduled surgery. There was no delay in therapy and the pt outcome was fine.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.